Event description:
The dentist reported a fractured screw in the implant.

Manufacturer narrative:
The product did not return for evaluation, however x-rays were provided by the customer. Based on the x-rays received, the complaint is confirmed of the iunihg screw fracture. The lot number for the screw lot was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.